Manufacturer narrative:
Concomitant products: dtpb2d1 crt-d implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited possible high pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.